Event description:
MFR received a report of a hanger bar becoming detached from the boom of a pt lift. As a result, the pt fell onto a bed. The pt did not sustain any injury. Investigation with the care facility indicated that screws holding the hanger bar in place had loosened and fallen out causing the bar to fall. The unit was reassembled and is back in svc.